Event description:
It was reported to the aci sales professional that a (B)(6) female patient with a history of hypertension underwent a coronary intervention procedure on (B)(6) 2011. The patient's systolic blood pressure (bp) at the start of the case was reported to be 220 mmhg. Access was obtained at the common femoral artery via an unknown size procedural sheath. A pre-procedural femoral angiogram was taken but no results were reported other than it revealed a least 15 mm of tissue tract. The patient was anticoagulated with angiomax peri-procedure and was also given a medication to counteract her hypertensive nature. Following the procedure, the physician who is a trained user of the mynx, used the device to close the access site. It was reported that the angiomax was discontinued half way through the case to cut down on bleeding risk. There was no information provided in the steps taken to deploy the mynx sealant, however, it was reported that the sealant was delivered successfully. At this time, the patient's systolic bp was at 130 mmhg. After the procedure, the patient was transferred to the post care area where she developed a "large" hematoma which was diagnosed when the patient's bp began to drop. Thirty minutes of manual compression was immediately applied at the access site followed by application of a femostop. The patient was reportedly doing fine and was ambulated and discharged to home later that day. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1113113) did not exhibit any issue that suggests the device may have caused or contributed to the reported incident.